Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing pain at the pocket site and difficulty charging. The patient underwent a revision procedure wherein the pocket was modified. The patient was doing well postoperatively.